Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope experienced foreign objects exiting from the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3, and h6 corrected information added to b5 the device was returned to olympus for evaluation, and the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the investigation results, the reported event was most likely as a result of user's handling that resulted in inadequate reprocessing. Dirt that adhered during the procedure likely could not be removed completely and remained on the device. However, the root cause could not be specified. It is unclear whether some procedures were performed in accordance with the instruction for use (IFU). The event can be prevented by following the instructions for use (IFU) which state: -prevention measures are written in instructions for use: pcf-290 series reprocessing manual olympus will continue to monitor field performance for this device.

Event description:
An unspecified diagnostic procedure was affiliated with the event. The procedure was completed using the same reported device.